Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid and abdominal pain. The breach in aseptic technique was further described as the patient not following home environment protocol due to summer season. The patient was hospitalized and was treated with vancomycin injection (1g, in 72 hours, ongoing), cefepime injection (1g, per day, ongoing) and gentamycin injection (40mg, in 72 hrs, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Capd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5:upon follow up, it was reported that the patient was discharged from being hospitalized ten days after the event onset. Eleven days after the event onset, antibiotic treatment was discontinued. On an unreported date, the patient was recovered from abdominal pain and was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.